Event description:
In this event, it was reported that after taking an impression with aquasil ultra, a pt experienced redness of the tissue, swelling of the tongue, and numbness in the area the impression was recorded. F/u with the office determined that the symptoms resolved spontaneously after 1.5 hours without requiring any add'l dental or medical treatment to prevent an injury.

Manufacturer narrative:
While it is unk if the aquasil ultra used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.